Event description:
IV container to be hung in recovery room split on the side seam when rn was attempting to reconstitute the attached antibiotic vial. This did not affect the patient in any way. Container is a 100 ml partial fill 0.9% sodium chloride pab container.